Event description:
Per a legal notice received by sunrise medical (us) (B)(4): the end user was being carried by a family member up some stairs in the wheelchair. The arm of the wheelchair allegedly came off and the end user fell and lacerated her left thigh on the exposed portion of the wheelchair, she also suffered some lacerations on both arms. The end user required hospitalization and surgery.

Manufacturer narrative:
This is currently being handled by our legal department. We received report that there was an injury on (B)(4) 2012, however we were unable to get info on the extent of the injury until the legal department received the end user's medical records and forwarded the info to sunrise medical's regulatory department on (B)(4) 2012. The photos and medical records show that this was a serious injury, so we are now able to file the report, including the pictures received of the injury and the wheelchair involved. It is still unclear exactly what happened to cause the wheelchair arm to break. We can not determine the cause of the incident until we are able to view the wheelchair as the photos are inconclusive without the whole story. If/when our legal department is able to get more info on how the wheelchair was being carried, and what exactly happened to cause the incident, we will file a follow up report. At this time we are filing this as a serious injury that is still under investigation.